Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified the outer shield was concave however it did not affect the performance of the pump in the laboratory. H6: fdm updated to 10. Fdr updated to 213. Fdc updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal baclofen 3000 mcg/ml at a dose of 473 mcg via an implantable pump. It was reported that the patient experienced withdrawal. The patient had severe dystonia and was brought into the hospital. The pump was read by the physician when the patient entered the hospital. The logs were read, and no errors were found on the pump. An x-ray was taken, and no obvious issues were seen. The pump and catheter were explanted in acute theatre and replaced with new system. The issue was resolved. The patient's status was alive - no injury. The pump and catheter were sent off for cleaning and would be returned to the device manufacturer. With regards to environmental/external/patient factors that may have led or contributed to the issue, it was reported that the ¿change of concentration to 3000 mcg/ml baclofen was the only noted change¿. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.